Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator¿s screen interface was unresponsive. The issue was not improved after restarting the device. The device was in clinical use when the issue occurred; the patient was moved to a backup ventilator. There was no delay in therapy or medical intervention reported. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the unresponsive input was not duplicated. The se replaced the touchscreen as a preventative measure.

Manufacturer narrative:
The removed touchscreen was returned to philips product investigation lab (pil) for failure investigation. The pil technician could not find any issues with touchscreen operations during the diagnostic check. This touchscreen passed all diagnostics testing. It also passed the calibration test. The technician verified that the suspect touchscreen passed the functional testing per test#3 in the service manual and that the touchscreen touch points are aligned on the standard test bed. All touchscreen flex cable circuit resistance verification and resistance ratio measurements were within specifications. Pil concluded that the touchscreen operates as designed.